Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2017. Customer¿s blood glucose value at time of incident was 534mg/dl and current blood glucose value was 273mg/dl. Customer stated she administered 15u by injection and used novolog.. Customer reported that they contacted their healthcare professional regarding the high bgs. Blood glucose value when admitted to hospital was 443mg/dl. Customer was wearing the pump at the time of hospitalization. Customer reported customer does not allege that the pump was under delivering. Insulin pump will not be returned for analysis.